Event description:
It was reported that a cartridge did not fit due to an o-ring from a previous cartridge being stuck on the pneumatic tap. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.